Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experienced high blood glucose. Customer's blood glucose level was 458 mg/dl at the time of incident. Customer stated that they had site issue due to infusion set and sensor. Customer stated that both caused them bleeding at site. Customer declined the troubleshooting for high blood glucose. The device will not be returned for analysis.